Event description:
The peritoneal dialysis (pd) pt reported a m31 air detected in cassette alarm during his pd treatment on the liberty cycler. The pt stated that when he opened the cassette door, he noticed fluid leaking from the machine. The pt mentioned he was currently on antibiotics due to an unk infection. During a follow-up call, the pd nurse stated that the pt had contracted peritonitis. The nurse stated the pt had stepped on their line while connected. Which caused the separation of the catheter from the transfer set. The pt reconnected his transfer set. The pt came into the clinic after the event with a cloudy effluent. The pt was diagnosed with peritonitis. The cycler was replaced.

Manufacturer narrative:
A clinical evaluation was preformed. During a follow-up, the pd nurse stated that the pt was on antibiotics for an unrelated infection. She added that it is unlikely he will contract another infection and no symptoms have been reported following the date of fluid leak incident. The pt has continued pd treatment without further problems. The actual device was returned for evaluation and determined to be functioning according to product specifications. There was dried fluid under pump "a" mushroom heads and within the recess of the bottom cover adjacent to the pump. The cycler passed a mushroom head check. The simulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the simulated treatment. No fluid leaks in the test cassette. A batch record review was conducted. Per the production floor problem report: burn-in m31 air detected in cassette, rejected to rework 08/22/2011. Rework was completed: replaced kinked main vacuum tubing 08/26/2011. Product labeling, material, and process controls were within specifications.